Manufacturer narrative:
Further investigations were performed on the patient sample. An interfering factor against the streptavidin component of the reagent has been confirmed within the sample, which affects elecsys ft3 iii assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A product problem could not be found.

Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter received questionable elecsys ft3 iii results for two patient samples with the cobas e 801 module serial number unknown. The customer reported the ft3 results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module, cobas e602 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. The investigation site e801 module serial number was (B)(4). The e602 serial number was (B)(4). The e411 serial number was (B)(4). The ft3 reagent used at the investigation site on the e801 was lot number 510082 with an expiration date of 28-feb-2022. The ft3 reagent used at the investigation site on the e602 and e411 was lot number 547180 with an expiration date of 31-aug-2022.